Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a cranial biopsy, a mismatch was observed between the merges and plan for the procedure. It was noted there was a suspected shift in the brain. It was noted that the target coordinates shifted following the generation of the plan and trajectory. The reported issue occurred after placement of four screws and the stereotactic frame. The surgeon then opted to discontinue with the procedure.

Manufacturer narrative:
Correction: aware date of initial report inadvertently incorrect. Should have been (B)(6) 2018. Would have no affected timely reporting.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: patient ID. Patient weight asked but unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, a mismatch was observed between the merges and plan for the procedure. It was noted there was a suspected shift in the brain. It was noted that the target coordinates shifted following the generation of the plan and trajectory. The reported issue occurred after placement of four screws and the stereotactic frame. The surgeon then opted to discontinue with the procedure.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.